Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported as a result of a re-evaluation. Initial report, follow up will be sent after eval.

Event description:
During 3 separate cases, 3 #15 blade is either breaking in half or in thirds.